Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device sound abatement foam. The patient stated that device started smoking, had a burning odor, is no longer functioning. There were no reports of serious patient harm or injury. The patient alleges device causing choking. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer was able to confirm the device powers on but starts to reboot while attempting to initiate therapy. During review of the error logs, it was determined the device was likely reset prior to manufacturer receipt due to having 0 blower and therapy hour. There was a total of 32 errors logged. During the investigation, manufacturer observed a dust-like contaminant with what appeared to be dried liquid spots with potential mineral deposits on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, and iso port. The external portions of the top enclosure and heater plate were observed to have what appeared to be dried liquid spots with potential mineral deposits on them. A brown discoloration was observed on the ui display bezel, and what appeared to be burn marks was observed on the ui ribbon cable, both likely due to thermal damage on the pca. The q3 component on the pca was observed to have thermal damage to it, and the pca had what appeared to be corrosion on it, likely due to liquid ingress. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332. A dust-like contaminant and hair-like particles were observed on the inlet/outlet seal. A dust-like contaminant with what appeared to be dried liquid spots with potential mineral deposits was observed inside the inlet of the blower box, on the blower, blower box, heater plate, heater plate spring, and bottom enclosure. The brass nut of the blower was observed to have corrosion to it, likely due to liquid ingress of the blower. A dust-like contaminant was observed on the blower seal. Hair-like particles were observed on the bottom enclosure. Manufacturer was able to confirm the complaint, but not address the symptoms specified.